Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 500-600 mg/dl. Customer went to the emergency room with high ketones on (B)(6) 2024 and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.